Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of alarm volume issue. Eval found the audio for alarm to be functional but the volume level was below expected levels. Eval determined the cause to be a failed backflex. The rear case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had an issue with the audio output volume. It was also reported that there was no pt involvement.